Event description:
It was reported that patient feels like there is no stimulation, despite therapy being on. Stimulation could not be adjusted without the therapy button. The patient should have been treated with adaptive therapy normally, so during the medical consultation last week, it was discussed with the patient's physician about treating with group a. The patient did not know how the settings were set using the handset, so they were instructed to consult the medical institution. The issue was not resolved at the time of this report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.